Event description:
The target lesion was the proximal to distal lad. The vessel was a de-novo, eccentric, bifurcated, calcified, flexed, diffused lesion. Aha/acc classification of the vessel was type c. The lesion length was 63 mm vessel diameter was 2.5 mm - 3.0 mm. The procedure was an elective case. Pre-dilation with a balloon (2.0/15 mm) was conducted at 12 atm for 15 seconds. First cypher (2.5/23 mm) was implanted distally at 8 atm for 15 seconds. Second cypher (2.5/23 mm) was implanted at 14 atm for 15 seconds proximal to the first cypher. Then a taxus liberte (3.0/20 mm) was implanted proximal to the 2nd cypher at 12 atm for 15 seconds. All stents were implanted with overlap. Post-dilation with a balloon (product unk) was conducted at 20 atm for 10 seconds for the cypher stents and post-dilation with the taxus liberte's sds was conducted for the taxus liberte implanted at the proximal lad. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3, and 3 after the procedure. Act was measured (386 seconds). Approx 24 hours after the pci, the pt complained of chest discomfort in his hospital room and abnormalities in ECG were observed. Therefore, cag was conducted and thrombus was observed inside of the implanted cypher stents and distally at the mid to distal lad. There was no thrombus observed inside the implanted taxus. To treat the thrombus, iabp was inserted and aspiration was conducted. Poba with a high-pressure balloon (hiryu 2.75/15 mm) was conducted and sufficient blood flow was observed. In addition, cliostazol was added for the administration. Physician indicated that the probable cause of this thrombotic event was because, the stents were under-dilated due to the eccentric and severe calcification. Also, there was a step in the overlapping section between the 2nd cypher (2.5/23 mm) implanted at the mid lad and the taxus liberte (3.0/20 mm) implanted at the proximal lad.

Manufacturer narrative:
This device cjs 23250 (lot 14134306) is distributed outside the united states; however, it is similar to the united states product cxs 23250. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-01827. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.